Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was dark. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) discussed the 1st generation and 2nd generation liquid crystal display options with the customer. The rse then provided the customer with the part number of the user interface assembly for upgrade.

Manufacturer narrative:
It was reported that the display was dark. The remote service engineer (rse) discussed the 1st generation and 2nd generation options with the customer. The rse then provided the customer with the part number of the user interface (ui) assembly for upgrade. The customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.